Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was conducted for part number: 03.130.010, synthes lot number: h346678: release to warehouse date: 14-jul-2017, manufacturing site: synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of a twisted distal stardrive tip which agrees with the reported complaint condition of a damaged device. The screwdriver tip is twisted in the direction of resistance encountered during screw insertion. Relevant drawings for the returned device were reviewed during this investigation (both current and from the time of manufacture) and no product design issues or discrepancies were observed. Dimensional inspection: dimensional analysis was not able to be performed at the stardrive tip portion due to post manufacturing damage. Dimensional analysis performed just proximal to the damaged tip measured and falls within specifications per relevant drawing. Conclusion: while no definitive root cause could be determined it is possible that any unintended forces encountered by the device during usage or handling could have contributed to complaint condition. It is most likely that excessive force during the screw-insertion occurred and it can be assumed that a mechanical overload did lead to the deformation of the screwdriver. In this relation page 50 of the variable angle locking hand system surgical technique guide can be mentioned: "when inserting screws, use a two-finger tightening technique." This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the surgeon noticed during the case that there were two (2) stardrive screwdriver shafts that were damaged. The screwdrivers were not holding the screws properly, after further examination the tips of the shaft have a slight bend (twist) in each, therefore not holding the screws. There was no patient involvement reported. This is report 1 of 2 for complaint (B)(4).